Event description:
Pt was implanted with the cardiowest temporary total artificial heart (tah-t) in 2007. The pt was on the high urgent list for a heart transplant. He was supported by a syncardia excor tah-t portable pneumatic driver. At approx 9 weeks post-op, senior surgeon, reported that pt lost consciousness, and was brought to the intensive care unit at the heart center. He reported that the excor driver exhibited alarms, and the pt had massive lung edema and unmeasurable blood pressure. The pt was switched to a css console, and a femoral venous-arterial ECMO was implanted, without success. The pt expired. Cardiowest tah-t lot 63815 was explanted in the next day, and will be sent to syncardia for investigation. The results will be reported in a supplemental MDR.